Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number - (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the device was stuck and would not perform the up and down motion. No harm and no delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet was not working and was reassembled and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.